Event description:
It was reported that the physician was unable to program a patient¿s generator. Troubleshooting was performed which included replacing the wand 9v battery and repositioning the wand over the generator. However, the data received light would not light. Another programming system was able to interrogate the patient¿s device. The company representative reported that the handheld was not plugged into the wall, the user moved away from sources of emi, and the programming components were swapped with a known good system. It was reported that the wand would not interrogate the device. When the wand was used with the company representative¿s handheld, it reportedly did not work. A replacement programming system was provided to the physician. Analysis of the wand confirmed no anomalies. An analysis was performed on the returned handheld and the reported allegation was not verified. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.